Manufacturer narrative:
Emdr section h6, annex d codes were updated to reflect results of investigation.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for thoracic aortic aneurysm using a physician-modified fenestrated non-gore stent graft (valiant¿), whereby gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was used in the left subclavian artery as a thoracic branch device. After 10 fr gore® dryseal flex introducer sheath was inserted to just below the left subclavian artery, the vsx device was successfully delivered into the left subclavian artery using a radifocus¿ guide wire (hald stiff type). During the deployment of the vsx device, the deployment line got stuck immediately after the turnaround point and the stent graft could not be deployed. The vsx device was removed undeployed through the sheath. The procedure was continued using a new vsx device of the same size and length and was completed without further issues. No concequences to the patient was reported. The physician reportedly stated as follows: I have performed the same procedure many times with a similar system without any problems. The anatomy was not that bent, and it is difficult to believe that bowstring occurred this time. The guide wire was half stiff type. When I deploy the second vsx device, I increased the deployment speed and it succeeded. I thinki it is possible that the expansion force of the large diameter vsx device may have conributed to the deployment stuck.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: deployment failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.